Event description:
It was reported that one day post implant, the right ventricular [rv] lead had high and varying r wave measurements. It was also reported that the atrial lead "gave them trouble with thresholds initially," but final atrial lead measurements were normal. Additionally, the patient has an underlying junctional rhythm and patient had recently been treated with medication to lower their potassium level as the patient's potassium is high due to renal failure. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.